Event description:
The customer reported that they could not close down the roller clamp and that it continued to drip fluid. No harm or injury was reported.

Manufacturer narrative:
The suspect device has not been returned for evaluation. The suspect device has not been returned for evaluation. The customer did not specify if this was the initial use of the device. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaints for this lot number. A follow-up report will be submitted when the evaluation has been completed. Method - process evaluation.